Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, service code 107) has been confirmed. Upon investigation the electrode belt was unable to communicate properly with a monitor. The cause for the failure was isolated to contamination on the distribution node (dn) pca. The dn enclosure was damaged, and contamination was evident on trunk cable connector j702 on the dn pca. The contamination on the connector caused the reported monitor communication issues and abnormal shutdowns. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and a service code 107 (multiple abnormal shutdowns).